Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: the surgeon inserted the stapler from the anus and attempted to connect the anvil, but both oral and anal tissue tore and firing could not be done. The anvil and the stapler were removed from cavity. Since the anvil was found tilted, new device was opened. After excising the tissue, anastomosis was performed successfully. There was no bleeding reported in excess of 500 cc. There was tissue damage and unanticipated tissue loss. The case was not extended by more than 30 minutes. No reinforcement material was used.